Event description:
Healthcare professional later reported right side deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3, b5, d1, d4, h6, h10. Duplicate g8 # 9617229-2025-03023.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.